Event description:
The patient underwent an emergent left heart catheterization coronary angiography with percutaneous coronary intervention. During the placement of the stent in the om2 vessel the tip of the guide wire became caught underneath the stent and broke off. The tip of the guide wire was reported to be caught between the stent and the coronary wall.